Manufacturer narrative:
Initial.

Event description:
It was reported that a user who recently transitioned from a dexcom system to a freestyle libre 3 plus attempted to pair a new sensor but received a ¿sensor already in use by another device¿ message after starting the sensor in the libre app instead of the ilet app. No adverse clinical symptoms reported. Outcomes included user education on correct setup and no health impact. User support included customer interview and troubleshooting focused on pairing workflow and app usage. Investigation of this case revealed that the sensor was active on a different device due to being started in the manufacturer¿s app, which prevented pairing with the ilet, consistent with an expected use limitation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error and use.